Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture was allegedly visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings:during a visual inspection of the pump, moisture was visible behind the pump display lens. The bolus button cover was observed to be detached from the pump. During testing, the pump was powered on with the returned battery cap and immediately emitted a cs 128 replace battery call service alarm that could not be cleared. A leak test was performed and confirmed a bolus button leak. The pump case was removed, and further evidence of moisture ingress was found. Unrelated to the comlpaint, the battery cap coin slot was worn.